Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive up down ok buttons ) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 7/21/2017. The device has been returned and evaluated by product analysis on 06/26/2017 with the following findings. Could not duplicate unresponsive keypad complaint. Keypad is undamaged, all buttons are responsive. Opened keypad cover, no contaminants found under contacts. Opened pump, moisture damage on keypad flex connector.